Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a total laparoscopic hysterectomy, the ultrasonic surgical device broke and fell into the patient's body. The broken part was successfully retrieved. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken off at 15mm from the tip. There was a scratch near the probe breakage point that appeared to have come into contact with a non-insulated area. The fracture surface of the probe was checked and found that cracks had developed from the non-insulated side of grasping section. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Based on previous investigation findings, the following is a likely cause of the reported phenomenon: the grasping section was closed without grasping any tissue while the output was activated in seal & cut mode (including after tissue resection), leading to wear on the tissue pad. Due to wear on the tissue pad, the non-insulated area of the grasping section came into contact with the probe. The output in seal & cut mode was activated while the non-insulated area of the grasping section was in contact with the probe, resulting in the development of a contact mark. Force applied to activate the output in seal & cut mode, or to grasp tissue, was exerted on the probe. Consequently, cracks developed at the contact mark. Force was applied to the probe, causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.